Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch #mw5154579.

Event description:
User facility medwatch report# mw5154579 was received which states: " device failed, during cardiac catheterization." No additional information was provided at this time. Subsequent to received medwatch report, additional information was received: it was reported that this was an arteriotomy closure of a left femoral artery using a proglide device after a right and left heath catheterization interventional procedure with a 6fr sheath. Reportedly, an unspecified failure occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Without the specified failure mode a conclusive cause for the reported event could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.